Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this pt contacted boston scientific's technical services (ts). According to the pt, the pt was delivered shock therapy. The pt was seen by the physician and the local representative. Ts was informed that this device and electrode system was oversensing, resulting in delivery of inappropriate shock therapy. Subsequently, the local representative contacted ts to report that data from the device has been stored on an sd card. The local representative discussed the possibility that the pt was in sinus tachycardia. Following shock delivery, the rhythm converted into a normal rhythm. Ts commented that the amplitude of the r-wave was very small prior to shock delivery and then recovers after shock delivery. Ts suggested that attempts to re-create the signal amplitude should be undertaken with the pt in different postures. If the signals can be reproduced, the other two sense vector electrograms should be reviewed. Several weeks later, the local representative contacted boston scientific's technical services to confirm that electrogram noise was present during the prior episode electrogram noise could be reproduced on the primary sense vector when the pt was leaning forward. No noise occurred in the alternate or secondary sense vector. Ts suggested that the sense vector should be reprogrammed to secondary as this would avoid the use of sense b electrode. Ts discussed the possible cause of noise on the sense b electrode including incomplete insertion, sense b electrode partially sliding into the suture sleeve or diaphragmatic muscle noise. Boston scientific received info from the local representative that the sense vector was reprogrammed to primary and no inappropriate shocks have been reported.

Manufacturer narrative:
(B)(4). Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device and electrode were explanted per the patient's request. No replacement device was implanted. The facility has the explanted device and electrode. To date, the device and electrode have not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.